Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 03-sep-2020, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen 57.5mcg/ml and hydromorphone 10.5mg/ml via an implantable pump. The indication for use was non-malignant pain. The patient's friend/family member reported that the communicator has not been taking a charge since sunday when the patient tried to bolus but the handset told them ¿communicator battery low,¿ so they weren't able to get the bolus. Since sunday they have tried multiple outlets and cords, but stated the cord is loose in the port so it's not making a connection. An email was sent to the repair department to replace the device. The patient's communicator charging port is loose so it will not take charge despite trying other cords and outlets. No patient injury reported.

Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿the device does not power on after 1.5 hours charging¿ and ¿open device, tm90 recharging circuitry is damaged.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.